Event description:
From user facility's report #3901370000-1998-0028: during surgical procedure, aorto bifem bypass graft, inserted pruitt aortic balloon catheter and inflated to a total of 25cc fluid. Balloon ruptured resulting in massive bleeding which was controlled by application of clamps. Rapidly resuscitated with cell saver blood (1000cc) and 3 units of packed red blood cells. Obtained hemostatis and procedure continued. Additional info from MFR per medical summary rec'd from user on 11/19/1998. Pt recovered and was discharged to rehab. Medical summary states "the medical record shows the infra renal aorta was severely calcified and could not be easily compressed".